Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils, a non-penumbra microcatheter, and a 4f non-penumbra catheter. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully implanted four ruby coils into the target vessel using the microcatheter. Another ruby coil was advanced through the microcatheter and to the target vessel. However, the ruby coil did not fit in the vessel. After several attempts to retract the ruby coil, the physician noticed via contrast imaging and by feel that the ruby coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the ruby coil was removed. The procedure was completed using a new ruby coil, pod packing coils (packing coil), and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.